Manufacturer narrative:
The hill-rom technician found the right hand caregiver control board needed to be replaced. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Make sure all functions on the caregiver control work correctly. Repair or replace the side rails as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the right hand caregiver control board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the hill-rom technician stating the head section of the bed would self run up. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).